Event description:
It is possible the contamination you found originated from the burrs. Review of our records show that we have had no other complaints regarding particulate. As corrective action, we are currently 100% sorting all products all product in inventory & we have contacted our vendor & they are investigating their process.